Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving sensor readings of 14.7 mmol/l, 2.2 mmol/l, and 2.2 mmol/l. No comparative readings were provided however, the customer reported experiencing unspecified hypoglycemia symptoms and a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and received unspecified emergency treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.